Event description:
It was reported that during he changeout procedure for normal battery depletion for the previous implanted pacemaker, this right ventricular (rv) lead was noted to have a breach on its insulation, either already present or caused during the procedure. Tests reveled no changes or anomalies with this rv lead impedance and threshold measurements, but the physician opted to capped and surgically abandoned this lead, implanting a new lead instead. No additional adverse patient effects were reported.